Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping numbers noted on the display. Device had cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, crack on display window and stained end cap sticker.

Event description:
The customer reported via phone call that she was trying to do a set change and the up button was not responding. She also reported that the numbers on the screen of the insulin pump started scrolling during a bolus attempt. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 222 mg/dl. The insulin pump was replaced and returned for analysis.